Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se noticed that the flow sensor was not calibrated. The se calibrated the flow sensor and performed extended self testing on the device and all tests passed.

Event description:
It was reported that, when a 980 ventilator was powered on it was in an inoperable state. The ventilator was not connected to a patient when the malfunction occurred.